Event description:
Per information provided: (B)(6) 2008 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic converted into open repair with implant of two 3dmax mesh (device #1 and device #2). Per operative notes, ¿the bilateral hernia defect was identified and repaired with two 3dmax mesh (device #1 and device #2) on both sides and tacked.¿ (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and right groin pain thereby underwent open repair with implant of phasix plug (device #3). Per operative notes, ¿the small indirect defect was identified and dissected. The phasix plug (device #3) was placed and secured with sutures.¿ (B)(6) 2017 - patient had recurrent left inguinal hernia thereby underwent repair with perfix plug (device #4) (note: there is no operative notes provided for this procedure). (B)(6) 2018 ¿ patient was diagnosed with chronic left groin pain thereby underwent open repair with removal of perfix plug (device #4) and left ilioinguinal nerve transection. Per operative notes, ¿the ilioinguinal nerve as cut down and divided and the plug and patch (device #4) were excised.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the 3dmax (device #2). An additional supplemental emdr was submitted to represent the 3dmax (device #1) and perfix plug (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.